Event description:
It was reported during a low anterior resection when an air test was done it was found that the anastomosis leaked. The two doughnuts were complete. The case was completed by hand sewing. There was no consequence to the patient.